Manufacturer narrative:
Other relevant device(s) are: product ID: 3708695, serial/lot #: (B)(4), ubd: 17-dec-2016, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: 18-jan-2017, UDI#: (B)(4); product ID: 3389-28, serial/lot #: (B)(4), ubd: 09-jan-2017, UDI#: (B)(4); product ID: 3389-28, serial/lot #: (B)(4), ubd: 09-jan-2017, UDI#: (B)(4). This is a continuation of the event reported in manufacturer's report # 9614453-2018-02922 and # 3004209178-2018-18933, which contain information about the previous inss involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
During replacement on (B)(6) 2018, new high impedances and fluctuations measured in both extensions. The patient was scheduled for impedance measurement and possible revision of right extension on (B)(6) 2018. The ins was replaced just in case, but during the procedure, the system showed fluctuations and high impedance. During the procedure, the extensions could not be revised because the patient was not situation in the right position. Another procedure will be planned to revise the extensions and possibly leads, if necessary, but the patient refused a new revision for now. Refer to manufacturer report # 9614453-2018-02922 and # 3004209178-2018-18933 for details pertaining to the reportable related event.

Event description:
Device information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient will not have another revision as the patient refuses to have another procedure.